Event description:
Right hemi colectomy. Slcr55b reload appeared to have fired correctly but upon inspection of the stale line, the surgeon noticed the staples had not completely formed to a "b-shape". There were malformed staples on both the proximal and distal ends. Case was completed using another device without further incident.